Event description:
Facility reported that during use of the device in a CPR situation, oxygen was turned on flush and oxygen reservoir bag became detached from the device. Facility alleges that this is the second time this has happened in the past few weeks. No prior reports have been received. Facility reported no patient harm from the alleged incident. No further patient information was provided.